Manufacturer narrative:
A field service engineer (fse) determined that there were clots in the original sample and a sample clot alarm during the first pipetting, which is consistent with poor pre-analytical handling. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device. The investigation determined that a general reagent or analyzer problem was not present because the qc prior to the event was within ranges.

Manufacturer narrative:
The cobas 8000 core unit e 801 serial number is (B)(6). A sample clot alarm was triggered during the initial run. Data alarms were triggered during the restesting of the two samples. The investigation is ongoing.

Event description:
There was an allegation of a questionable pct brahms elecsys cobas result from the cobas 8000 core unit for one patient. The initial result from the analyzer was a data flag with no numerical result. The repeat result from the analyzer was 0.595 ng/ml. The clinical department questioned the initial result as it did not align with the previous result on (B)(6) 2026, which was >100 ng/ml. The repeat result from the analyzer on (B)(6) 2026 was 84 ng/ml, accompanied by a data flag. The sample was also repeated on a cobas e411 with a result of 83.89 ng/ml. The previous sample from (B)(6) 2026 was repeated on (B)(6) 2026, and the repeat results from the analyzer and the cobas e 411 were >100 ng/ml, accompanied by a data flag.